Manufacturer narrative:
(B)(4) concomitant medical products: ep-115393, e1 44-36 std hmrl brng, 769470. The 115310, comp rvrs shldr glnsp std 36mm, 607900. The 115370, comp rvs tray co 44mm, 417300. The 113633, comp primary stem 13mm mini, 932850. The 180552, comp lk scr 3.5hex 4.75x25 st, 047960. The 115397, comp rvs cntrl 6.5x35mm st/rst, 261750. The 180550, comp lk scr 3.5hex 4.75x15 st, 492460. The 180550, comp lk scr 3.5hex 4.75x15 st, 135290. The 180553, comp lk scr 3.5hex 4.75x30 st, 870160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02475, 0001825034-2018-02478.

Event description:
It was reported a patient underwent left hip revision due pain, disassociation of glenosphere and baseplate, and stem loosening. All components were revised. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.